Event description:
Following the delivery of an external defibrillation shock on (B)(6) 2013, it was reportedly impossible to interrogate the pacemaker. It was attempted to completely reset the pacemaker; nevertheless the several attempts performed had failed and telemetry errors were observed. Therefore, device replacement has been recommended for this pt and the replacement had occurred on (B)(6) 2013.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.